Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07008. It was reported, the pt had lost the ability to increase the amplitude of the stimulation. The sjm rep met with the pt and determined half of the contacts on the lead were invalid. Initially, reprogramming was able to provide up to 70% of coverage, but the stimulation coverage decreased. The pt wanted more effective coverage so the physician opted to replace the existing lead with two new leads. It was reported, the pt was programmed postoperative and was receiving effective stimulation. It was reported during the procedure, the physician did not have to use much pressure to remove the lead, and the tip of the anchor was 23cm from the tip of the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.